Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a tipps revision procedure on the (B)(6) year old female patient, upon inserting the catheter over the wire, the radiopaque tip broke off of the catheter inside the patient. The device was able to be removed with a snare. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of complaint history, device history record, instructions for use (IFU), quality control (qc), specifications and a visual inspection was conducted during the investigation. A visual inspection confirmed circumferential separation of the beacon tip 2 mm distal of the bond. Visual inspection also notes 2 bend or kinks located at 1cm and 2cm proximal of the bond joint. This tip material of this device is confirmed to meet the requirements for tensile strength and elongation. Quality control personnel performs a pull test using the instron tensile tester on each order received. There is also a 100% final inspection verifying the surface of the catheter is free of damage and excess bumps or roughness. It is ensured the wire braided catheter surface is free of exposed wires and the distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible. The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Action has previously been taken in an effort to address and resolve this issue of concern. The appropriate internal personnel will be notified. We will continue to monitor for similar complaints.

Event description:
During a tipps revision procedure on the (B)(6) female patient, upon inserting the catheter over the wire, the radiopaque tip broke off of the catheter, remaining within the patient. The device was able to be removed with a snare. The patient did not experience any adverse effects due to this occurrence.